Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient was having their pump replaced due to elective replacement indicator (eri) and the patient told the rep that the old pump was audibly alarming. The caller checked the old pump status and logs and it showed a low reservoir alarm and empty reservoir alarm. The caller stated the patient had the pump refilled and programming updated and believed at the refill this was the first interaction with the version two software. Additional information received from a company representative (rep) stated that the log is ready to be review. Additional information received from the manufacturer representative indicated that the pump was alarming after a refill and the practitioner did not clear the alarm.

Manufacturer narrative:
See h6 for updated codes: analysis identified a reliability non-conformance of the pump - firmware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.